Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotation speed was unstable. A 1.50mm rotapro was selected for use in a percutaneous coronary intervention (pci) in the mid right coronary artery (rca). The target lesion was severely calcified and located in moderately tortuous anatomy. During the procedure, ablation was performed twice at 180,000 rpm. However, during advancement of the burr the rotation speed exceeded the set speed. A strange noise was also heard. The procedure was completed with another 1.50mm rotapro. No patient complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device eval by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr, and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. Functional testing was performed by connecting the rotapro advancer to the rotapro control console system. There were no abnormal noises or leaks, but the advancer was not able to run so it did not gain any speed. A stall error was displayed on the console. An attempt was made to rotate the drive shaft; the drive shaft was able to rotate, but it was difficult. The advancer was dismantled. The components inside the advancer were inspected, and the turbine was found to be corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotation speed was unstable. A 1.50mm rotapro was selected for use in a percutaneous coronary intervention (pci) in the mid right coronary artery (rca). The target lesion was severely calcified and located in moderately tortuous anatomy. During the procedure, ablation was performed twice at 180,000 rpm. However, during advancement of the burr the rotation speed exceeded the set speed. A strange noise was also heard. The procedure was completed with another 1.50mm rotapro. No patient complications were reported, and the patient was in good condition post-procedure.